Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the patient had pocket pain. It was noted that the patient had gained weight and mentioned the pocket was uncomfortable. The patient wanted the implant explanted due to the pain. The hcp explanted the device and the issue was resolved at the time of the report.